Manufacturer narrative:
Manufacturer reference: (B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k073374, k061815, k090140, k112119, k121057 or k121629. Investigation is still in progress. Manufacturer reference: (B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k073374, k061815, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2013 at (B)(6) hospital, (B)(6)." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4) catalog# igtcfs-65-uni-celect-perm summary of investigation: since no device or imaging studies have been available and no medical records have been made available the exact root cause for what caused the alleged experiencing "blood clots less than a week after the ivc filter fracture" or the alleged "2 pieces remain after retrieval attempt approx. 3 months after filter placement" are unknown. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Based on the limited information provided, it remains unknown if the blood clots less than a week after filter fracture or the reported pain was related to filter performance, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2013 at (B)(6)." On 30 december 2015 additional information received: it is alleged that "[pt] was implanted with a celect filter while hospitalized for dvt. And that [pt] continued to experience blood clots less than a week after the ivc filter fracture. A retrieval attempt was made in approximately (B)(6) 2013 and that 2 pieces remain." Patient outcome: it is alleged that "[pt] suffered organ perforation, severe chest pain, depression/anxiety and ptsd."

Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-uni-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2013 at (B)(6)." December 30, 2015 additional information received: it is alleged that "[pt] was implanted with a celect filter while hospitalized for dvt. And that [pt] continued to experience blood clots less than a week after the ivc filter fracture. A retrieval attempt was made in approximately (B)(6) 2013 and that 2 pieces remain." Patient outcome: it is alleged that "[pt] suffered organ perforation, severe chest pain, depression/anxiety and ptsd."

Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-uni-celect-perm. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2013 at (B)(6)." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 08/07/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2013 due to dvt & pe and had a successful retrieval of the main filter body performed on (B)(6) 2013. During the (B)(6) 2013 vena cava filter retrieval procedure, it was noted that one loose/bent leg fractured & embolized through the right heart and lodged in the right lower lobe of the pulmonary artery. Plaintiff is alleging migration, fracture, organ perforation, other: severe chest pain.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, migration, fracture, organ perforation, severe chest pain, (B)(6) pregnant'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. The use of vena cava filters in pregnant patients and / or placement in the suprarenal position have been reported. The safety and effectiveness of the filter have not been established in these patients. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.